Event description:
A pt reported blood glucose results of 38 mg/dl with a lifescan meter (one touch basic enhanced meter) and 270 mg/dl with another otb enhanced meter (invalid comparison), performed within 10 minutes of each other. The customer service rep walked the pt through two consecutive control solution tests and both results fell outside the specified range. Based on the failed qc tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. A check strip test was also performed and the result fell within the specified range. Test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for eval, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.